Event description:
It was reported that during a breast biopsy procedure, the cutter on the holster didn't work during operating. The red bar on the screen was moving forward and backward well. Moreever, the sound of motor was likely weaker than before. It is unk how the case was completed. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/14/2008. Eval summary: the analysis site per the service manual, performed service tests and determined that contamination inside caused the cutter not to work and the motor to sound weak per the customer complaint. To correct this issue the following parts were replaced due to contamination: coiled pins, bushings and transverse drive shaft. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.